Event description:
It was reported difficulties were encountered cocking the needle of this biopsy needle during testing. Upon visual examination of the needle, a burr was noted on the outer cannula. Another device was also noted to have a burr (please reference 6000037-2000-00017). A third device was used to successfully complete the procedure without pt complications. The patient's condition is good.